Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range. The technical support team confirmed the alarm and guided the caller to remove the cartridge and perform a 9-unit bolus, which was successful. Since the original cartridge could not be reloaded, the caller was assisted in loading a new cartridge using the correct technique, allowing them to resume insulin therapy. The issue was resolved.